Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased impedance was observed on the right ventricular (rv) lead. No intervention was performed. The patient was in stable condition.

Event description:
Additional information received indicated pocket manipulation reproduced noise resulting in oversensing. The event was resolved by capping and replacing the right ventricular (rv) lead.

Event description:
Additional information received indicated the pacing impedance was varying, post-paced t-wave oversensing was observed and right ventricular lead damage was suspected, although diagnostic imaging was performed and revealed no anomalies.